Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the device stopped working and needed to be revised. There was limited fluid exchange in old device, upon removal dark fluid was observed in the balloon and system. System fluid believed to be compromised. All components were removed and replaced after antibiotic washout. No indication of infection. A full recovery is expected.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the device stopped working and needed to be revised. There was limited fluid exchange in old device, upon removal dark fluid was observed in the balloon and system. System fluid believed to be compromised. All components were removed and replaced after antibiotic washout. No indication of infection. A full recovery is expected.